Manufacturer narrative:
The device was returned for evaluation. Investigation found that when connected to ac the power supply had no measured output. Opening the case revealed a blown fuse. The malfunction was directly related to the reported event. The device was replaced and the issue was resolved.

Event description:
A medtronic rep called in to say that the system kept turning off in a case. The account turned the system back on two or three times and it kept turning off to a black screen. The surgeon continued the procedure without use of the system. There was no pt impact.